Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 vacutainers with horse blood. The blood was kept in an elevated reservoir to simulate venous pressure. No issues were observed relating to non-patient (np) cannula separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder the non patient needle separated from the holder hub. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the non patient needle was separated."